Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf and a temperature error was displayed and no irrigation from catheter. Additional information was received on (B)(6) 2024. It was reported that the temperature cut-off value was exceeded, and the system stopped the ablation. It was also indicated that the issue was noted during the procedure. There was no error noted on the irrigation pump. The issue was discovered from the catheter. The components were checked, and they tried to irrigate outside of the patient and they noticed that the catheter did not irrigate. Initially, the temperature and irrigation issues were assessed as not MDR reportable. However, due to the additional information received on (B)(6) 2024, which confirmed that the irrigation issue was noted during the procedure, the event was re-assessed as MDR reportable malfunction with an awareness date of (B)(6) 2024. No adverse patient consequence was reported.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31341789l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).